Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) patient discovered a fluid leak on the cassette when removing from the cycler after ending their pd treatment. There were no alarms/warnings prior or after to leak. Fluid was discovered in the pump module area and on the external of the cassette. The pdrn stated she was unable to recall how many solution bags and what size were used for treatment due to disposing of supplies prior to the call. The pdrn was advised to disregard using the cycler until the next treatment. Upon follow up, the pdrn confirmed the reported event and that fluid was also found inside the cassette door of the cycler. The pdrn reported that an unknown alarm occurred prior to the leak. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, vancomyacin (1 gram, intraperitoneal, one time). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient restarted treatment with new supplies and was able to complete treatment using the cycler. The pdrn confirmed that patients are continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event after letting the cycler dry out.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) patient discovered a fluid leak on the cassette when removing from the cycler after ending their pd treatment. There were no alarms/warnings prior or after to leak. Fluid was discovered in the pump module area and on the external of the cassette. The pdrn stated she was unable to recall how many solution bags and what size were used for treatment due to disposing of supplies prior to the call. The pdrn was advised to disregard using the cycler until the next treatment. Upon follow up, the pdrn confirmed the reported event and that fluid was also found inside the cassette door of the cycler. The pdrn reported that an unknown alarm occurred prior to the leak. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, vancomyacin (1 gram, intraperitoneal, one time). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient restarted treatment with new supplies and was able to complete treatment using the cycler. The pdrn confirmed that patients are continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event after letting the cycler dry out.